Event description:
This case was performed in the cardiovascular hybrid room located in the operating room, with both atrial line placement and fluoroscopy throughout the procedure. Indication for this lead removal procedure were two, nonfunctional leads (rv & ra, both placed in 2001). The physician removed the pacemaker, revised the pocket and prepped both leads with a lld-ez. He began lasing the rv lead with the 14f sls. While advancing the sls to the distal tip of the lead, the patient's arterial blood pressure blood dropped and a perforation was noted on the patient's right ventricle. The physician emergently performed a sternotomy, found and successfully repaired the perforation. The patient reportedly recovered from the surgery and was returned to an inpatient status. All devices were disposed of during the code and were unable to be returned for device analysis. An internal lot history review was unable to be completed on the 14f sls ii due to the unk serial number of the specific device. An internal lot history review was conducted to include the last 3 lots shipped to the hospital prior to the date of the case. There were no nonconformances or material/device malfunctions noted in the review.